Event description:
Add'l info rec'd from MFR 5/4/04: unfortunately MFR does not have enough info to investigate this event and respond to inquiries. Should MFR receive further info pertaining to the identity of the product or the event location, MFR will continue this investigation.

Event description:
Removed due to defect in connection tubing.